Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and subsequently passed away. The cause of peritonitis and death were unknown. The patient was hospitalized on the same day as the onset of peritonitis. Treatment for peritonitis was not reported. On an unreported date, the patient died. It was not reported if the patient was still hospitalized or the recovery status of the peritonitis event at the time of death. It was not reported if an autopsy was performed. It was not reported whether the extraneal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.